Manufacturer narrative:
Follow-up #1: date of submission 10/8/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 428 mg/dl with symptoms of dehydration. The patient was treated at the physician's office with IV insulin. The physician is requesting that the pump be replaced. During troubleshooting, customer support (cs) found that the patient was using apidra insulin and not changing for 4 days. Cs considered the bg excursion to be related to an issue with insulin storage or quality. No pump malfunction was identified: basal and bolus histories are as expected and tdd matches active programming. Trouble shooting with cs did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. The bg excursion does not meet the animas criteria for a reportable adverse event. This complaint is being reported because of the alleged delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.